Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
Patient was revised to address pain, subsidence and tibial loosening at the cement/implant interface. Depuy cement was used.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide complaint database search found no other reported incident(s) against the provided product/lot combination(s) since release for distribution. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible for the unknown lot code(s). The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. (B)(4) has been undertaken to investigate attune post operative loosening further. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Medical record ad (B)(6) 2019 was reviewed on (B)(6) 2019. (B)(6) 2014: the patient underwent a right total knee arthroplasty secondary to osteoarthritis and varus. Attune implants were used with depuy cement x2. The patella was resurfaced. No intraoperative complications were noted. (B)(6) 2016: the patient underwent a revision of the right knee due to pain and radiographic suggestive tibial tray loosening. Intraoperatively, tibial tray was found with loose at implant-cement interface. Patella was not revised, and all other components (tibial, insert, femoral) were replaced with depuy revision system with depuy cement. No intraoperative complications during revision surgery. Doi: (B)(6) 2014 dor: (B)(6) 2016: (tibial, insert, femoral).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Additional narrative: (no code available (3191) is used to capture the surgical intervention and medical device removal). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.